Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic cholecystectomy procedure, the arm triggered an unrecoverable error message stating: ¿if the instrument is inside, use the mechanical releases. If there is no instrument, reboot the arm.¿ the arm was rebooted and calibrated; however, the issue persisted. After retrying the reboot, the arm calibrated successfully but was not used in the surgery. The procedure was completed with remaining three arms. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic cholecystectomy procedure, the arm triggered an unrecoverable error message stating: ¿if the instrument is inside, use the mechanical releases. If there is no instrument, reboot the arm.¿ the arm was rebooted and calibrated; however, the issue persisted. After retrying the reboot, the arm calibrated successfully but was not used in the surgery. The procedure was completed with remaining three arms. There was no patient injury.

Manufacturer narrative:
Updated information: h2.6 (annex b, c, d and g codes) medtronic led an evaluation of the field service notes and device data logs for the reported arm cart assembly. Evaluation of the field service notes indicate the log analysis found error codes 'arm failure - nonrecoverable - instrument drive unit dc link marked as invalid' and 'arm failure- robotic arm motor state). This was escalated to the global service engineer which claimed that it was a mechanical impact most likely on the instrument drive unit. The analysis of the arm logs revealed detail problems, and for safety reasons, the arm was locked. The start-up specialist performed instrument drive unit re-seating and after re-calibration and performance tests, the arm was calibrated under normal conditions. No faults were detected after repair. Evaluation of the device data logs show the following error codes: 'arm failure - nonrecoverable - instrument drive unit dc link marked as invalid', 'arm failure - robotic arm motor state', 'arm failure - nonrecoverable - instrument drive unit temperature nexus marked as invalid', 'arm failure - nonrecoverable - instrument drive unit temperature distal darked as invalid', 'arm failure with possible motion - subsystem robotic arm validation - redundant controller state check' and 'arm failure - nonrecoverable - robotic arm brake state'. As a consequence, the arm cart assembly entered a hardstop. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause can be traced to an instrument drive unit failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.